Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) spoke to dave miller walked him through how to remove the side panel to reposition the power cord to retract resolved by phone. He was able to get the cord to go back into place and the unit was returned to service.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the power cord in cardiosave intra-aortic balloon pump (iabp) couldn't retract during use on patient. There was no injury or harm reported.